Event description:
It was reported that an interlink system extension set leaked fluid down around the tubing onto the floor. The issue was observed during priming, after spiking a normal saline 250 ml bag of remicade. It was further specified that the "spike pierced through plastic at entry point at an angle causing the side wall of the entry port to rupture". New dose of remicade was dispensed to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.